Event description:
It was reported when the patient presented to the hospital for a device change out due to normal eri, fluoroscopy revealed externalized conductors. Noise was present on the egm channels after dft testing. Programming changes were made. No other complications noted during the procedure.